Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received intermittent occlusion alarms. Reportedly, the customer would change the infusion site only, and the occlusion alarm would resolve; however, occlusion alarms continued to be received. As the reported issues occurred in the past, troubleshooting with tandem technical support was unable to be performed to determine the cause for the reported occlusion alarms. At the time of the report, customer's blood glucose (bg) level was approximately 300 mg/dl. Customer administered a manual injection and changed the infusion site to address elevated bg levels.